Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Failed preventive maintenance- on 02/07/2019 10:27:02 rfc_repairs (rfc_repairs) po for (B)(6). Bad communication board. On 02/21/2019 08:30:40 (B)(4). Evaluation statement: the reported issue was confirmed and found to be the result of a thermally damaged component q21 on the motor controller board assembly was found to have thermal damage. The noted observation and failure mode of the returned lvp device is consistent with findings noted in prior investigations for this same issue. The issue was investigated under legacy CAPA (B)(4). The root cause was found to be related to improper cleaning activities with associated iui connectors. Based on the fi finding the component q21 is the same part number as q22 and performs the same function, providing 8v to attached modules. Q21 can also experience the same electrical over stresses and thermal damage making the noted CAPA applicable for q21 as well. The pump module manufacture date is 19/feb/2004. The pump module manufacture date preceded the sap version (B)(6) release date; accordingly a quality notification (qn) review is not warranted. There was no found recorded service activity that would be relevant with the reported finding. The customer did not allege any patient involvement or report observing smoke, flames or burning smell while the device was in operation. Based on these facts no further investigation of this issue is deemed necessary by customer advocacy and the servicing technician may proceed with the appropriate repairing of the pump module. On 02/21/2019 09:47:22 (B)(4). (B)(4).